Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Dianeal therapy was ongoing. The patient received unspecified treatment for the peritonitis event (medication, route, dosage, frequency, and duration not reported). On an unreported date, the patient was discharged from the hospital. The patient was recovered from the peritonitis event (previously the outcome was reported as unknown). Should additional relevant information become available, a supplemental report will be submitted.